Manufacturer narrative:
There is no indication that a device malfunction occurred. Log files were not sent for review. All available information supports that the product was functioning as designed and there was no malfunction. Although requested, the healthcare provider did not provide information regarding relationship to treatment. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received on december 22, 2016 that a female extended-care patient, who was being mechanically ventilated via her tracheostomy, "coded" during the first 5 minutes of hemodialysis therapy. The patient was transported to a hospital, was admitted and was discharged 5 days later. Though requested, a discharge diagnosis was not provided.